Event description:
Meter results were in mmol/l and interpreted as mg/dl, their unit of measure. The pharmacist called in 2002 to report a difference between euroflash (fasttake) result and laboratory result. Euroflash, "107 mg/dl". Lab 174 mg/dl. Because the pharmacist didn't have all the necessary info, control solution was sent to him with request to call back upon its receipt. Three days later pharmacist called to test the meter with control solution. He then realized that the meter was in the wrong unit of measurement, and that he misinterpreted results as the pt did. In fact, the euroflash result reading was 10.7 mmol/l and not 107 mg/dl. So, for the comparison it was : laboratory = 174 mg/dl, euroflash = 193 mg/dl = 10.7 mmol/l. In reality, the percentage of variation between the 2 results in the same unit of measurement is 10%. Co contacted the pt's spouse to obtain more details because the diabetic pt is tetraplegic and pt is not able to talk with MFR spouse adapted pt's insulin-treatment based on the result meter. So spouse injected less insulin than required. Nevertheless, the pt feels well, and pt doesn't need to go to the hospital. No further info reported.